Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient recently had multiple falls and has turned the device off. The patient noted they were receiving great pain relief by using the device for a year prior to the falls. Nevro attempted to obtain additional information regarding the nature of the falls but was unsuccessful. The patient has no sequelae and is under the supervision of their physician.